Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ enteral syringe with clear barrel and bd univia¿ connector leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: no photos or samples were received in the (B)(4) for evaluation therefore failure mode could not be verified and root cause could not be determined. A device history record review found no non-conformance associated with this issue during production of this batch. Investigation conclusion: no photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined.